Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B) (4).

Event description:
During onyx injection, it was reported the catheter ruptured near the proximal marker band and onyx diffused into the carotid parent artery. A snare was used to retrieve the onyx from the internal carotid artery and a small piece was left in the m1, m2 segment which did not cause disruption of the flow. No patient injury reported. Same event MDR# 2029214-2010-00049.